Event description:
This is a report of a colleague infusion pump with a failure code 559:320:844:0000, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 559:320:844:0000 was confirmed by baxter personnel during product evaluation. The root cause was assigned to the "open" key stuck on the pump head module's keypad, channel a and b. The pump head module?s keypad, channels a and b, were replaced to correct this condition.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up med watch will be submitted. (B)(4).